Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the patient's pulse generator revealed that the left ventricular (lv) lead had exhibited loss of capture and a chest x-ray imaging performed during the clinic visit was able confirm that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was in a stable condition.